Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -18.00/+4.0/090 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to lens rotation not associated to a low vault. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.